Manufacturer narrative:
This lead was capped and remains implanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was capped due to producing high thresholds. No additional adverse patient effects were reported.